Event description:
Customer reportedly received the following results on the advantage sys within 10 minutes: 245mg/dl, 161 mg/dl, 236 mg/dl, 124 mg/dl, and 121 mg/dl. No blood glucose symptoms reported with these results. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.